Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a highly calcified artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a highly calcified artery. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There were numerous bends to the hypotube. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded and had contrast present. At 15mm from the tip of the device, the balloon had a longitudinal tear in the length of 13mm.